Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm was reading low and the patient was asymptomatic at the time. No bg meter comparison value was taken. Once at home, the patient self-treated with ¿a lot of sugar¿ due to the low cgm readings. After eating, the patient began to feel dizzy, confused, had a stomachache, difficulty swallowing, and a fever. She called emergency medical services (ems) and when they arrived, a bg meter reading was taken but the value could not be recalled. She was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 656 mg/dl while the cgm was reading low. The patient was diagnosed with diabetic ketoacidosis and treated with an intravenous (IV) insulin drip. The patient was admitted to the intensive care unit (ICU) and was still there but feeling better at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.